Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: during investigation, the black box showed no pump reboots. During visual inspection of the pump, the battery compartment was found to be cracked from the top and below the bumper pad. The battery cap threads were found to be damaged/stripped. The pump intermittently powered on with the returned battery cap. The cover was taken off and there was no evidence of moisture inside the pump. The original complaint of the intermittent power with damage was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged a large crack in the battery compartment. The yellow o-ring of the battery cap can be seen when the cap is on the pump. The reporter denied damage to the battery cap. The reporter alleged the pump loses power intermittently due to the cap not being able to make proper contact with the battery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.